Event description:
It was reported an external fluid leak was observed originating from the effluent pump of an unspecified prismaflex set. The filter had been running for three (3) days and was scheduled to be changed when the leak was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.